Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrections: d8,d9, h4. The information included in these field was inadvertently omitted from the initial medwatch report. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaint (no image) was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the event occurred prior to a therapeutic cystoscopy with bladder biopsies. The procedure was delayed for an unknown amount of time while the patient was asleep on the table. The procedure was completed and the physician had to use a direct visual without camera. The patient has history of transitional cell carcinoma of the bladder. There were no reports of patient harm.

Event description:
The customer reported to olympus, the camera head had no image. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.